Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm on (B)(6) 2025. Troubleshooting confirmed blockage at the site. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.